Manufacturer narrative:
Eval codes are not available as our investigation is ongoing.

Event description:
A user in a foreign country, opened and closed study using our cr nx central monitoring system (cms) and discovered that under certain conditions it is possible (with a host of preconditions) for the wrong image to be associated with a pt study. No pt harm has been associated with this problem.